Event description:
The customer reported that there was cuff leakage caused by incorrect sealed border of the pilot balloon near the inflation line. A non-routine replacement of the tube was required.